Manufacturer narrative:
Analysis of lead (1 of 2) found the stimulation lead body conductor broken at or near tines. All conductors were broken. Analysis of lead (2 of 2) found the stimulation lead body conductor broken at or near tines. All conductors were broken.

Event description:
It was reported the patient experienced less than 50 percent therapy relief and high impedances were reported. It was also reported the patient had the leads implanted near the pudendus nerve due to pelvic pain. The patient was reported to have biked several times before a loss of therapy occurred. It was also reported the physician tried to reprogram the patient's device without success and impedance measurements showed high impedances, greater than 4,000 ohms. It was reported the patient's leads were explanted and during the explant procedure the leads were cut and the proximal part of the leads were left implanted in the extension connector. It was also reported the extension and battery were left implanted and the patient recovered with no injury or adverse event. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3889, serial# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3889, serial# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(6).